Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm repair on (B)(6) 2018, and suture was used. The suture was broken while pulling the needle suture for closing the surgical wound during dermostitch. It was commented that no excessive force was applied to the suture. There were no adverse consequences to the patient.